Event description:
It was reported that during a ladg, the tissue pad lifted off the clamp arm in about 2 hours. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Based on new information received that the tissue pad did not detach (fall off), this file no longer meets the criteria as a reportable event. Not reportable.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.